Event description:
Today we received a official complaint (deviation report) from a hospital concerining the locking pin for the shelf mount system pn161449. The user is experiencing several cases when the pin got detached from its wire. (The wire arround the pin) customer wrote this deviation report because the see a risk for not be able to transport patients if the pin is missing from the shelfmount system and they demand a better solution. Their risk assessment; interrupted emergency ambulance transport

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be use error (potential to high forces applied and/ or lost pin). No correction was so far implemented. There was no patient or user harm.